Event description:
Customer reported inaccurate readings between the meter and the sensor and stated that they receive false alerts. Customer stated that the sensor was reading 252 mg/dl while her blood glucose readings were 171 mg/dl. It was noted that the difference between the two numbers was nearly forty seven percent. Customer also stated that the sensor glucose readings graph was not trending in the same direction as the blood glucose readings graph. Customer's blood glucose reading at the time of the call was 113 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.